Event description:
A peritoneal dialysis pt has reported that the dialysis solution is leaking out of the cassette and into the cycler. Pt noticed fluid inside the cycler when she removed the cassette following treatment. Rn at pt's clinic states that pt did not receive any antibiotics and has had no ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.